Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the ac inlet connector was observed. The power cord was not returned for evaluation. The device's ac inlet connector was replaced to address the issue.